Event description:
The customer reported that they received an erroneous result for one patient who was tested for troponin t quantitative (tnt). The patient was initially tested on a cobas h232 analyzer in the ambulance and the tnt result was "50 - 100.000" ng/l. The patient was brought to the hospital where he was tested using cobas 6000 methodology and the tnt result was <10 ng/l. The <10 ng/l result was believed to be correct. The patient had massive chest pain during the time of the event. The patient had been having milder pain in the chest and back area, but the pain suddenly increased. Upon examination at the hospital, the patient showed mild pains. The patient is "hemodynamic stabile" as shown by ECG. The patient received an "acute kag" procedure and received pretreatment for "pci" based on the erroneous result. The patient received a magnyl tablet, a brilique tablet, and IV heparin. The patient was included in a "nonstemi" study. The patient's current condition is "status quo". The patient was not harmed by an actions taken. Retention materials were investigated and the results from retention testing meet requirements.

Manufacturer narrative:
This event occurred in (B)(6).